Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received his scs system, including an ipg, on (B)(6) 2011 for left foot pain. It was reported that the patient complained of nausea postoperative which subsided. The nausea was thought to be attributed to the subcutaneous clonidine infusion the patient was taking. The patient reported good stimulation coverage to his left leg and was discharged from the hospital. On (B)(6) 2011, the patient allegedly reported lethargy and nausea when he turned on the stimulation. He also stated that he had reddened eyes. The physician advised the patient to use the device for 15 minute increments and to continue to assess nausea. Follow up on the patient found that he continued to report nausea even with the shorter periods of scs use. The physician requested that the patient turn off his scs system. It was reported that the patient's pain medication and clonidine infusion will be evaluated prior to turning on the stimulation again. No further information is available at this time.